Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had soreness at the ipg site. The patient underwent a revision procedure wherein the pocket was relocated and was doing well postoperatively.